Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was oversensing on the left ventricular (lv) lead channel. Lv pacing inhibition was observed. Technical services (ts) suggested that patient be brought into clinic for further testing and reprogrammed to turn off lv sensing. It was noted that the lv sensitivity was reprogrammed in clinic along with device-based testing. No adverse patient effects were reported. Currently, this crt-p system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was oversensing on the left ventricular (lv) lead channel. Lv pacing inhibition was observed. Technical services (ts) suggested that patient be brought into clinic for further testing and reprogrammed to turn off lv sensing. It was noted that the lv sensitivity was reprogrammed in clinic along with device-based testing. No adverse patient effects were reported. Currently, this crt-p system remains in service. According to additional information, the lv oversensing was persisting. This crt-p declared explant status with estimated battery life at 95%. Engineering analysis determined that the device was depleting normally. No adverse patient effects were reported. Currently, this crt-p system remains in service.

Manufacturer narrative:
The device was received by boston scientific unsolicited without information regarding explant. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed and it was confirmed that the device did meet longevity expectations. Device memory was reviewed and no error codes were noted. It was confirmed that the device was in ddd mode at the time the replacement indicator was declared. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was oversensing on the left ventricular (lv) lead channel. Lv pacing inhibition was observed. Technical services (ts) suggested that patient be brought into clinic for further testing and reprogrammed to turn off lv sensing. It was noted that the lv sensitivity was reprogrammed in clinic along with device-based testing. No adverse patient effects were reported. Currently, this crt-p system remains in service. According to additional information, the lv oversensing was persisting. This crt-p declared explant status with estimated battery life at 95%. Engineering analysis determined that the device was depleting normally. No adverse patient effects were reported. Currently, this crt-p system remains in service. Later, this crt-p was explanted and returned to boston scientific for further investigation.